Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical investigation site report that this patient was scheduled for explant of this device and electrode due to (B)(6). According to the field clinical representative (fcr), the sepsis was not related to the device. The patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017. The device and electrode were explanted with no patient adverse effects reported.